Manufacturer narrative:
Insulin pump passed displacement test and unexpected restart error test. No unexpected restart alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. The customer's blood glucose level was unknown. The customer also reported they were able to clear the alarms and able to rewind the insulin pump. The customer reported that the alarm recurred during normal use of the pump. The insulin pump will be returned for analysis.